Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/11/2024 additional information: h6 the following information was received: after investigation, the patient was a 50-year-old female who underwent surgery in hospital on (B)(6) 2023 (the specific patient diagnosis and surgical name were unknown). The surgeon used (B)(6) to perform the skin tissue sewing in the way of interrupted suturing during surgery. The suture/sutures broke for 3 times during sewing. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 30 minutes. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Event related to mw # 2210968-2023-09422, mw # 2210968-2023-09424 this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture broke three times when sewing in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.